Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. During the procedure the heart rhythm was normal sinus rhythm and the activating clotting time was 391 seconds. The left atrial pressure was greater than 12 mmhg. Heparin 10,000 units was administered. Transseptal puncture (tsp) was located at the inferior and posterior position. A second tsp was attempted at the mid location. The sheath kept slipping through the first tsp, so the procedure was performed through the initial tsp at the inferior and posterior location. Three partial recaptures were completed to orient the device in line with the laa neck. The device was implanted. Protamine was administered. On (B)(6) 2026, the patient presented to the clinic with general malaise symptoms. In office imaging was taken on (B)(6) 2026 confirming a large, circumferential pericardial effusion. The patient was admitted to the hospital on the same day for non-urgent pericardiocentesis. The patient was stable.